Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. It was reported that the device will not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists driveline infection, other neurological events (not stroke-related), bleeding, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection and neurologic dysfunction as potential late postimplant complications that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site, as well as information regarding how to prevent and control infection. Section 6 provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The heartmate 3 lvas patient handbook, rev. D, is currently available and contains several sections with information about how to prevent and control infection, as well as information for caring for the driveline exit site. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Onset driveline infection was reported under MFR# 2916596-2023-01425. Onset anemia was reported under MFR# 2916596-2023-06985. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced chronic driveline infection, chronic anemia, syncope episodes and went into hospice on (B)(6) 2023. The patient declined and stopped eating and drinking and was hallucinating. The patient passed away due to withdrawal of support/hospice on (B)(6) 2023. The outcome was not considered device or therapy related. The device operated as expected. The device reportedly will be explanted. Onset driveline infection was reported under MFR# 2916596-2023-01425. Onset anemia was reported under MFR# 2916596-2023-06985.